Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it ws concluded that the device operated within specifications. All operating currents were normal and no blank, black or rainbow colored screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that she has been having problems with the insulin pump's screen. The screen has a rainbow color. The screen has a partial black color before it goes blank. The blood glucose reading is 63 mg/dl. Customer has treated with food. Customer mentioned that she was hospitalized. The hospital staff changed the battery to the insulin pump and screwed the cap on too tight. The battery compartment has a crack. Nothing further reported.